Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log (ehl) identified backup audible alarm post error. During the functional testing the reported issue was unable to be duplicated. The root issue was unable to be determined. Replaced main board for preventive. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a back-up audible alarm. No patient injury was reported.